Event description:
Sixty-five-year-old pt had subcutaneous mastectomies in 1972 with reconstruction with silicone implants. Recent breast biopsy showed carcinoma of left breast. Both implants removed 3/11/95. Two of 24 lymph nodes were positive for metastatic disease.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.